Event description:
This is a spontaneous case report received from a lawyer / attorney in united states on 25-oct-2016 on behalf of a female plaintiff adult (>=18y & <65y) who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2009. Shortly after undergoing the essure procedure, an hsg test (hysterosalpingogram) was performed and consumer was advised that her coils were properly placed. However, the post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, abdominal pain, chronic back pain, pain during intercourse, abdominal bloating, chronic fatigue, and memory loss. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. She subsequently sought treatment for her symptoms from her physicians, but was unable to resolve her symptoms. On (B)(6) 2016, the consumer learned that her essure coils had migrated. On (B)(6) 2016, she underwent surgery to remove her fallopian tubes and essure coils. Plaintiff was prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and it was reported that her essure coils had migrated. She underwent surgery to remove her fallopian tubes and essure coils. This event is considered anticipated according to the reference safety information for essure. In this case, plaintiff learned that her essure coils had migrated about seven years and four months after essure insertion. The exact date and mechanism of device migration were not known. However, based on its nature, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention was performed and device removal was required. Additionally, non-serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no med dra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 6-dec-2016: ptc investigation result. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and it was reported that her essure coils had migrated. She underwent surgery to remove her fallopian tubes and essure coils. This event is considered anticipated according to the reference safety information for essure. In this case, plaintiff learned that her essure coils had migrated about seven years and four months after essure insertion. The exact date and mechanism of device migration were not known. However, based on its nature, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention was performed and device removal was required. Additionally, non-serious events were reported. As a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure coils had migrated/ malpositioned essure device') and embedded device ('essure device within omentum') in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 7 years 4 months after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("increasingly severe pain / chronic pelvic pain") with discomfort, abdominal pain ("abdominal pain") with abdominal distension, dyspareunia ("pain during intercourse"), menorrhagia ("heavy menstrual bleeding"), fatigue ("chronic fatigue") and amnesia ("memory loss"). The patient was treated with surgery (to remove her fallopian tubes and essure coils bilateral salpingectomies). Essure was removed on 1-sep-2016. At the time of the report, the device dislocation, embedded device, pelvic pain, abdominal pain, dyspareunia, menorrhagia, fatigue and amnesia outcome was unknown. The reporter considered abdominal pain, amnesia, device dislocation, dyspareunia, embedded device, fatigue, menorrhagia and pelvic pain to be related to essure. The reporter commented: plaintiff was prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils properly placed. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no med dra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 10-mar-2021: mr received. Reporter information was added. New event "essure device within omentum" was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.